Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, on (B)(6) 2024, a nurse ruptured the puncture needle and needle connector interface during the operation of dialysis treatment for a patient, resulting in a small amount of blood seepage. The nurse then replaced the patient with a new dialysis catheter and re-punctured the patient with increased discomfort. No other adverse events were caused to the patient. No other information was provided.